Event description:
The report from the customer indicates that the spo2 parameter was lost for an indetermined time period.

Manufacturer narrative:
(B)(4). The report from the customer indicates that the spo2 parameter was lost for an indetermined time period. The limited available information regarding the time period of lost monitoring and whether or not there were inops is not sufficient to support that there was a health risk. In abundant caution, we will report this failure. Additional investigation will be done to attempt to determine if there was a health risk. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.